Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's current blood glucose was 355mg/dl. The customer stated they have been experiencing high blood glucose and went to the hospital; blood glucose was 500mg/dl. The customer was treated with IV drips. The customer called back to perform high pressure test, resulted to no delivery. The customer was advised to contact health care provider regarding high blood glucose.